Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer plugged the pump into a wall outlet, it started smoking and the cable melted inside of the usb port. In addition, the customer was unable to interact with the pump features because the pump screen was black. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.